Manufacturer narrative:
(B)(4). Final analysis found an external insulation abrasion which breached the outer insulation and exposed the outer coil at 6.5 cm to 6.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. Insulation degradation was noted at 4.5 cm from the connector pin.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
This supplemental report is to correct and supersede the previously reported event description. This section has been updated. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited an unspecified lead failure. The lead was explanted and replaced. No patient symptoms were reported.